Manufacturer narrative:
At the time of this report the glidescope titanium lopro t3 blade has not been received by verathon, however; the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 blade, the image was lost. Reportedly a second glidescope titanium lopro t3 blade was used to complete the procedure. The time to prepare the second blade was approximately thirty (30) seconds. No harm to patient or user was reported.

Manufacturer narrative:
The glidescope titanium lopro t3 blade was returned to verathon for evaluation. The technical service representative confirmed the reported loss of image. When the returned blade was connected to a test video monitor the led of the blade is illuminated but the blade did not produce an image. Since there are no repairs available for the titanium lopro t3 blades and the customer received a replacement, the returned blade was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.